Event description:
It was reported that the patient experienced low blood glucose while using the ilet system, with a measured value of 54 mg/dl and no associated symptoms, after the household changed supplies and initiated treatment with oral glucose; the caller initially believed insulin would raise glucose and was advised that it does not. Symptoms included an asymptomatic hypoglycemic reading. Outcomes included transfer to clinical support for real-time guidance. Investigation included complaint intake and user education on hypoglycemia treatment and device use. Investigation of this case revealed no device malfunction reported and suggested user misunderstanding regarding insulin action and appropriate hypoglycemia management. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.